Event description:
The hcp reported that the pump and catheter were removed due to an abdominal infection. No pt symptoms were reported. The pt recovered with unspecified sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.